Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: tissue expander deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast reconstruction procedure with an unspecified mentor tissue expander that deflated after implantation. Additionally, the patient developed pain in her breast after the expander was filled. The patient alleged that the needle used to add saline to the device hit a nerve. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2021.